Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the medical records received, approximately 8 months after the index tavr procedure, an explant procedure was performed due to paravalvular leak which is reported to have led to hemolysis. During the explantation of the tavr valve, it was noted by the surgeon that the patient had a prolapse of their fused right and left cusps into the left ventricular outflow tract. It appears this prolapse of the fused left and right cusps of the patient's bicuspid valve resulted in an ineffective sealing of the transcatheter valve which caused the paravalvular leak. At the time of this report, the information available does not suggest the sapien 3 malfunctioned, or that the use or miss-use of the device caused or contributed to the intervention. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of the edward sapien 3 valve. Additionally, this event meets FDA summary reporting exemption 2016006 criteria and does not require an individual 3500a.

Event description:
As reported to the implant patient registry (ipr), 8 months, and 17 days post-implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the 26 mm sapien 3 ultra resilia valve was explanted, and a inspiris resilia was implanted. The reason for explant is unknown.

Manufacturer narrative:
The investigation is ongoing.